Event description:
Customer reported the insulin pump alarmed button error and is unable to fix the device. Customer's blood glucose level was 75 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
All buttons function properly however moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.